Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet attachment. It was reported that on (B)(6) 2018 one mitraclip was implanted reducing grade 4 degenerative mitral regurgitation (mr) down to grade 1-2. On (B)(6) 2018 the patient had recurrent mr grade 4; the mitraclip was only attached to the anterior leaflet. A second mitraclip was implanted on (B)(6) 2018 reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the complaint history identified no lot-specific product quality issue. A cause for the reported single leaflet device attachment (slda) appears to be related to patients challenging anatomy (flail on anterior leaflet and dilated left atrium). The reported recurrent mitral regurgitation (mr) was likely a result of slda. The mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.